Manufacturer narrative:
(B)(4). The device will not be returned for investigation. The serial / lot number was not provided. Therefore, no manufacturing date is available.

Event description:
It was reported that, during patient use, a teenager developed granulation tissue inside the tracheal walls, at the distal tip of the tracheostomy tube location. Additionally, it was stated that the inner cannula was too long, and the edges were sharp. The device was in use for 15 days. At the time of changing, it was reported that there was an ulceration against the tracheal wall, allegedly caused by the inner cannula. There is no report of death or serious injury associated with this event.